Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra-operative photos were received. There are staples protruding from the cartridge deck on the left inner two rows of pockets starting approximately 1/3 of the way down. White drivers can be seen on the right side of the knife slot as well as in the outer left row pockets all the way distally. There are two formed staples on the right proximal side of the cartridge. There is an object in the knife slot at about the 30mm that is similar in color to the cartridge color. It is unknown if this is a part of the cartridge or if this is tissue left behind from the firing. It appears that the cartridge sled is completely distal from this angle.

Event description:
It was reported that during a semi-open right upper lobectomy, unformed staples were deployed from the middle to the distal end on the left two staple lines at the 4th firing on the posterior lobe. The staple was gold. It seemed that the sled turned sideways on the middle during firing, and the sled of the cartridge was damaged and distorted. There was an unexpected sound in firing. Then, bleeding occurred. The amount of the bleeding was unknown. Blood transfusion was not required. Additional suture and ligation was performed to stop the bleeding. The device was used on the anterior lobe at the 1st firing, on the pulmonary artery at the 2nd firing, on the pulmonary vein at the 3rd firing. The hospital was familiar with the device and the jaw was cleaned properly. Another device was used to complete the case. There were no adverse consequences to the patient.